Event description:
This posterior chamber iol was originally implanted in 1988. In 4/97, the pt was hit in the eye and lens decentered, 6/97 recentered. Pt sees the edge of the intraocular lens lower temp field. On 6/29/99 this intra ocular lens was removed due to being hit in the eye.